Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure to inflate was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure, an attempt was made to inflate the 2.0 x 15 mm mini trek dilatation catheter. An indeflater was used; however, the dilatation catheter balloon would not inflate. The device was removed without difficulty and a second mini trek was used without difficulty. There was no adverse patient effect and no clinically significant delay. No additional information was provided.